Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced. It was determined that the image was not displayed due to poor communication caused by a cable failure. It was found that cable failure occurred due to the water that entered inside the cable from the scratches on the cable which caused deterioration. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never store this equipment together with tweezers, forceps, knives, etc. Doing so could scratch or tear holes in the camera cable, which would allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Initial reporter name and address: establishment name: (B)(6). The device was returned for evaluation and the customer¿s allegation was confirmed.  It was noted that the cable had scratches and it was flooded. It was also noted that the packing was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the 4k autoclavable camera head had no image when using the rigid mirror. The procedure was therapeutic in nature and it was completed with a similar device. There were no reports of patient harm associated with the event.